Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr1827 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the 4f sl power PICC stylet got stuck, "when the physician pulled it stretched. It came out intact. It did not break."

Event description:
It was reported the 4f sl power PICC stylet got stuck, "when the physician pulled it stretched. It came out intact. It did not break."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One hydrophilic coiled stiffening stylet was returned for evaluation. An initial visual observation showed the majority of the returned stylet was unraveled and the core wire was observed to be broken. The distal end of the coiled wire was also observed to be broken and the weld tip was found to be missing. A microscopic observation revealed the distal end of the coiled wire was sharply bent and severely unraveled. The break site of the coiled wire was observed to be angled and tapered with a flat and granular fracture surface, which is indicative of tensile failure. The break site of the core wire was also observed to be angled but uneven with a granular surface texture. A slightly curved lip was observed on one edge of the break in the core wire. The damage observed on the core and coiled wire of the returned stylet indicate the stylet was likely forcibly pulled at an angle and/or against resistance, which caused the stylet to break and unravel. The product IFU states: ¿flush the catheter with sterile normal saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of redr1827 showed no other similar product complaint(s) from this lot number.